Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was stretched. The inner insulation was kinked/buckled. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, there was a problem with the helix mechanism of the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.